Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
The procedure was a total thoracoscopic lobectomy surgery, when the vascular reload does not cover the vein well, the procedure was changed to an open surgery to control the bleeding. The device cut well, but the staple line was not good due to malformed staples. The patient did not require a blood transfusion. The current status of the patient is good.

Event description:
It was reported that during a total lobectomy procedure, the vascular reload doesn't cover the vein well that the surgeon wanted to staple. The vein bled a lot. The procedure was changed to solve the problem. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).